Manufacturer narrative:
Device evaluated by MFR: the unit returned is stuck inside of the coyote catheter with only 117 cm outside the catheter. Dimensions of the overall length, outer diameter of distal tip, outer diameter of middle of the device were unable to be measured due to the condition of the device. The outer diameter of the proximal section was within specification.

Event description:
It was reported that catheter entrapment on guidewire occurred. The highly stenosed target lesion was located in the moderately tortuous and moderately calcified left arteria tibealis posterior artery. An attempt to advance the 3.0mm x 80mm x 150cm coyote over the 300cm v-14 control wire was made; however the catheter stuck on the wire and the balloon looked like an accordion. The catheter and guidewire were removed together as one unit. Another of the same catheter and guidewire were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that catheter entrapment on guidewire occurred. The highly stenosed target lesion was located in the moderately tortuous and moderately calcified left arteria tibealis posterior artery. An attempt to advance the 3.0mm x 80mm x 150cm coyote over the 300cm v-14 control wire was made; however the catheter stuck on the wire and the balloon looked like an accordion. The catheter and guidewire were removed together as one unit. Another of the same catheter and guidewire were used to complete the procedure. No patient complications were reported and the patient's status is fine.